Event description:
It was reported that during a splenectomy procedure, the device lot # k92df locked out on the second fire and lot # k92d2f would not fire. There were no patient consequences. The surgeon ligated and cut the remaining tissue. Two devices were discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: the optimizer form indicates the devices are available and were discarded? Can you please confirm if the devices are available to be returned for analysis? Yes did the first device deliver any staples or a cut line before it locked out? My understanding is yes. Was k92d2f the lot number for both devices? Optimizer reported lot # k92df and it is missing a digit. No further information. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 2nd. What color cartridge was being used? White.